Event description:
It was initially reported to boston scientific corp on (B)(6) 2009, that an extractor rx retrieval balloon was used during a stone removal procedure in the common bile duct performed on (B)(6) 2009. According to the complainant, the balloon was tested prior to use and no anomaly was found. The balloon was advanced through the scope and tested again in the duodenum. The balloon leaked air inside of the pt. The procedure was completed with another manufacturer's device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good". This event has been deemed a reportable event based on the investigation results: balloon burst.

Manufacturer narrative:
Balloon was found to be burst near the proximal bond when the balloon was inflated in water. Visual examination confirmed that the balloon was burst near the distal bond. The most probable cause of the balloon burst is operational context. This was most likely the result of contact between the balloon and a sharp exterior source, such as a sharp irregular stone or during insertion through the scope. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot. (B)(4).